Event description:
Maude event report (B)(4) states: at my appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled. Background: my left hip was replaced in 2007, with a depuy polyethylene system. According to my surgeon, the cup liner slipped out of position and began to disintegrated, necessitating hip revision surgery in 2009. The depuy pinnacle cup with metal articulation was implanted at that time, but in 2012, my surgeon determined it too was failing. Update: (B)(4) 2012 - litigation papers received. The year of implantation was provided - 2009 and the year of revision - 2012. The liner and head have been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the metal head part and lot code combination. A search of the complaint database search finds one additional reported incident against the metal insert since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided for the liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.